Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patients ipg was malfunctioning thus resulting to pain at the ipg site. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well post operatively. Explanted ipg will not be returned.